Manufacturer narrative:
(B)(4).

Event description:
A patient notifier was received and the device was unable to be interrogated with multiple programmers. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The device was returned for evaluation and, upon receipt in the laboratory, the device was unable to communicate with the programmer. The reported field event was confirmed. The device was not within estimated longevity. Further testing revealed that there was high current into the hybrid which resulted in premature depletion. The cause of the high current was a hybrid anomaly.